Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. The reported complaint of sound quality issues and a decrease in performance could not be verified during analysis. The device passed the tests performed. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient is reportedly experiencing sound quality issues and decreased performance. External equipment has been exchanged, however, the issue is not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The date of this report is corrected to (B)(6) 2017. Revision surgery is reportedly scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.